Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Display was returned after restart. Customer stated insulin pump received multiple pump errors. Customer was able to clear the alarm and unable to rewind. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm after pump was requested for redownload. Unit passed the self-test. Pump did not pass the sleep current and active current measurement test due to high currents. Unable to do displacement accuracy test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due pump error 43. Pump error 43 occurred during testing on (B)(6) 2023 13:36:40.000. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alerts/alarms/anomalies noted during testing. Pump error 63 alarmed on (B)(6) 2022 17:23:01.000 due to a hardware error found in the history files. Pump error 3 alarmed on (B)(6) 2022 18:33:11.000 found in the history files. Pump error 4 alarmed on (B)(6) 2022 17:22:52.000 found in the history files. Pump error 42 alarmed on (B)(6) 2022 18:33:13.000 found in the history files. Pump error 49 was found in the history files on (B)(6) 2022 17:23:03.000. Pump error 68 was found in the history files on (B)(6) 2022 17:23:03.000. Power loss alarm on (B)(6) 2022 20:27:56.000 found in the history files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 40 alarmed on (B)(6) 2023 10:01:00.000 due to software error (esf# (B)(4); file number: (B)(4); line number: (B)(4)). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test due to moisture damage to the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage and label damage (serial number label faded and peeling). Cosmetic damage was confirmed on the pump. Pump error 63 was confirmed due to a hardware error. Pump error 3 was confirmed. Pump error 4 was confirmed due to a pump error 63. Blank display was not observed and confirmed. Pump error 68 and pump error 49 were not confirmed. Pump error 42 was confirmed. Unexpected battery power loss was confirmed due to moisture damage to the battery tube and electronic stack]. Pump error 43 was confirmed due to moisture damage to motor assembly. Critical pump error (open book image) alarm confirmed due to pump error 40. Pump error 40 alarm confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.